Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that she underwent a hernia repair in 2006 and mesh was implanted. The patient experienced multiple, unspecified complications in 2009/2010, including inflamed hemorrhoids, bowel issues, and constipation. It was reported that the patient underwent a hemorrhoidectomy in 2012 to treat her hemorrhoids. She will have another unspecified surgery soon, but that it is not currently scheduled. The patient was not aware that she had had any mesh implanted until approximately a month ago. No product will be returned, device remains implanted.